Event description:
It was reported that patient had a high bg of 303 mg/dl because of bent cannula as the patient did not have sufficient subcutaneous tissue where site was inserted on the abdomen on (B)(6) 2026. The patient was treated with insulin pen.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.